Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients wound kept on opening. It was reported that that the incision site of the generator was open during the day of the procedure and patient went to the hospital but the physician refused to touch it. Patient was instructed by the physician to have the wound evaluated.